Event description:
On 8/2005, a lifescan employee learned from a friend, who is the pt/reporter and also and also endocrinologist, that his onetouch ultra meter results were allegedly inaccurate high. He stated, "I crashed kind of badly but survived. Do you want me to mail that meter to someone?" After several attempts to contact the pt, a customer service health care professional representative spoke with the pt and verified and obtained additional info. (All results are in mg/dl, the expected unit of measure). On 8/2005, exact time not recalled, the pt, who is on an insulin pump, tested his blood glucose, obtaining 153 mg/dl. A few hours later, after walking his dog and not consuming any food, it was 400 mg/dl with no symptoms. A few minutes later, making sure the code was correct on the meter, he retested, obtaining "550". He then took 10 units of humalog. Forty minutes later, with symptoms of sweating and palpitations, his blood glucose was 84 on the meter. Twenty minutes after the result of 84 he tested on another of his ultra meters; result was 64 with the same symptoms. The blood glucose could be different within 20 minutes. However, he did not test on the subject meter again. He ate sugar and drank 10 ounces of juice, after which he felt "ok". Because the pt did not have the produt with him during the conversations, control solution tests could not be performed to determine whether the product had malfunctioned. He no longer knew what lot strips he had used. A replacement meter was shipped to the pt.

Event description:
In 08/2005, a lifescan employee learned from a friend, who is the pt/reporter and also an endocrinologist, that their one touch ultra meter results were allegedly inaccurate high. Pt stated, "I crashed kind of badly but survived. Do you want me to mail that meter to someone?" After several attempts to contact the pt, a customer service health care professional representative spoke with the pt and verified and obtained additional information. (All results are in mg/dl, the expected unit of measure). The previous day exact time not recalled, the pt, who is on an insulin pump, tested their blood glucose, obtaining 153 mg/dl. A few hours later, after walking their dog and not consuming any food, it was 400 mg/dl with no symptoms. A few minutes later, making sure the code was correct on the meter, pt retested, obtaining "550". Pt then took 10 units of humalog. Forty minutes later, with symptoms of sweating and palpitations, their blood glucose was 84 on the meter. Twenty minutes after the results of 84 pt tested on another of their ultra meters; results was 64 with the same symptoms. The blood glucose could be different within 20 minutes. However, pt did not test on the subject meter again. Pt ate sugar and drank 10 ounces of juice, after which pt felt "ok". Because the pt did not have the product with them during the conversation, control solution tests could not be performed to determine whether the product had malfunctioned. Pt no longer knew what lot of strips pt had used. A replacement meter was shipped to the pt.